Event description:
On 3-19-07, doctor's office called medennium to report the following: smart plugs were inserted in a male in 2004. (Lower puncta). In 2006, pt presented with mucas and marked conjunctivitis. Pt was treated with vigamox and flarex tid for one week. The next month, the pt looked much better and pt was indicated to decrease vigamox and flarex to bid, ou for one more week. Two months later pt felt infection had returned. On examination, it was noted that there was pus in the tear duct. Treated with vigamox qid, ou and keflex 250mg. Qid for one week. Nineteen days later, lower puncta irrigated without complications. Started on restasis and lid scrubs. The following month,follow-up showed all clear and continued with same treatment regimen.